Manufacturer narrative:
Additional product code hsz. Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported on an unknown date that during an anterior spine acetabulum fracture surgery a drill bit was broke off on (B)(6) 2020. There were no delays in the procedure. There was fragment generated and remains in the patient. The patient outcome was unknown. This complaint involves one (1) device. This report is for (1) 2.9mm drill bit/qc/150mm. This is report 1 of 1 (B)(4).